Event description:
It was reported that the balloon did not deflate after multiple tries to deflate it, also the foley was cut, still no deflation was noted. The guidewire was used to insert into the inflation lumen, after multiple attempts, the water released around the guidewire and the balloon deflated and was able to be removed. Per follow up via phone on 20apr2021, customer reported that the second time same issue was happened but on the first time no product failure was reported. Per follow up via phone 20apr2021, customer indicated that there was no information regarding the 2nd event that customer could provide other than staff told it happened. Per follow-up call on 06may2021, customer determined that when the foley deflation problem happened, a manager told that this was the same problem they had a week prior. No documentation was made of the failure at that time and no other details were found. Customer has no additional information regarding this failure. This was actually a third failure.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. It was unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. Potential root cause for this failure mode could be user related (example: over aspirated, incorrect syringe/collapse lumen/sac close eye/valve damage). The lot number was unknown; therefore, the device history record could not be reviewed. Unable to review the labelling due to unknown product code. Although the product family was unknown, the foley catheter ifus are found to be adequate based on past reviews. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the balloon did not deflate after multiple tries to deflate it, also the foley was cut, still no deflation was noted. The guidewire was used to insert into the inflation lumen, after multiple attempts, the water released around the guidewire and the balloon deflated and was able to be removed. Per follow up via phone on (B)(6) 2021, customer reported that the second time same issue was happened but on the first time no product failure was reported. Per follow up via phone (B)(6) 2021, customer indicated that there was no information regarding the 2nd event that customer could provide other than staff told it happened. Per follow-up call on (B)(6) 2021, customer determined that when the foley deflation problem happened, a manager told that this was the same problem they had a week prior. No documentation was made of the failure at that time and no other details were found. Customer has no additional information regarding this failure. This was actually a third failure.